Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to charge their ipg due to migration and was not able to set their system into MRI mode due to high impedances on the lead. As a result, surgical intervention was undertaken on 28jul2025 wherein the lead was explanted and replaced, and the ipg was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.